Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation could not be confirmed. The device appeared normal with a normal insertion tube. There was no leakage and no immersion of the suction cover. The device was kept running for 4 hours, using hot and cold water to test, and the image was good. Other findings included a lightened color of the bending cover adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the evis lucera gastrointestinal videoscope exhibited a blurry image during gastroscopy. The tissue could be seen but it reportedly affected the physician's diagnosis. The device was inspected prior to use without any issues noted. There was a 5-to-6-minute delay in the procedure; however, there was no patient injury reported. The procedure was completed using the same device.